Manufacturer narrative:
Device evaluations of monitor sn (B)(4) and belt sn (B)(4) have been completed. The reported problem (constant gong alarms / damaged cable / failed testing / code 110) was confirmed. Upon evaluation of the electrode belt, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging internal wires. The cause of the constant gong alarms is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. Upon evaluation of the monitor, the c1 capacitor was shorted, which opened the l1 inductor and induced damaged to the d1 diode and l2 inductor. The cause of the test failure and code 110 is the damaged components and shorted capacitor. The root cause of the damaged components and shorted capacitor cannot be positively identified. No adverse event resulted from the defective monitor or electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and had a damaged cable. In addition, during servicing of the monitor that was used with the belt at the time, a reportable problem was found. The monitor failed incoming testing and displayed code 110.